Event description:
Reporter stated "customer indicates when intralipid is administered to neo-patient, one of the ends of the stopcock (3 way) cracks and leaks. Doctor indicates that stopcock was in backorder for some time in the past for approximately 2 years, when it was introduced in market the cracking of stopcock started. Even though two samples were handed to sales representative, doctor indicates that many incidents have occurred. No adverse event was reported on patients. The lines had to be replaced for new ones." Furhter information was unable to be obtained from reporter.